Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an m.blue valve (0) (#fx800t) was implanted on an unspecified date. According to the complainant, the valve caused a blockage. The patient underwent a revision procedure on (B)(6) 2026.